Manufacturer narrative:
The event unit was returned to applied medical for evaluation, along with a black fragment and a clear component. Visual inspection of the event unit confirmed the complainant¿s experience of seal component separation. The black fragment matched the missing portion of the septum, an internal rubber component of the seal. The clear component was identified to be the shield, an internal plastic component of the seal. Based on the condition of the returned unit, it is likely that the fragmented septum and dislodged shield were caused by non-axial insertion or removal of asymmetrical instruments through the trocar. Applied medical¿s instructions for use (IFU) states that, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Based upon the description of the event, the event was not reportable as a fragmented septum is unlikely to cause or contribute to death or serious injury. However, based on the evaluation of the returned unit, applied medical determined that this event is reportable as a dislodged shield is likely to cause or contribute to death or serious injury.

Event description:
Procedure performed: inguinal hernia repair. Event description: report from the sales rep when a mesh was inserted into the trocar, part of the septum came off and fell into the body cavity. The fragment was recovered from the body cavity. The case was completed with the new one. Initial investigation report the event unit was returned to us and visually inspected. Ddb and shield had been already detached on arrival. The septum was fragmented. The returned fragment is similar to the missing section on the septum in shape. No visual damage was found in the shield and ddb. The unit will be returned to amr for further evaluation. Type of intervention: the case was completed with the new one. Patient status: no patient injury.

Event description:
Procedure performed: inguinal hernia repair. Event description: report from the sales rep. When a mesh was inserted into the trocar, part of the septum came off and fell into the body cavity. The fragment was recovered from the body cavity. The case was completed with the new one. Initial investigation report: the event unit was returned to us and visually inspected. Ddb and shield had been already detached on arrival. The septum was fragmented. The returned fragment is similar to the missing section on the septum in shape. No visual damage was found in the shield and ddb. The unit will be returned to amr for further evaluation. Type of intervention: the case was completed with the new one. Patient status: no patient injury.

Manufacturer narrative:
The event device has been returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.